Event description:
Information was received from a healthcare professional (hcp) regarding a patient received a dose of 3248.3mcg/day at concentration of 2400.1mcg/ml of fentanyl, a dose of 13.534mg/day at a concentration of 10mg/ml of bupivacaine, and a dose of 13.534mg/day at a concentration of 10mg/ml of morphine via an implantable infusion pump for non-malignant pain. It was reported that after getting refilled on friday, (B)(6) 2016, the patient was brought in to the emergency room on saturday due to overdose symptoms of somnolence and respiratory distress. The patient had a low respiratory rate. The patient was then given narcan and she responded well. After a while the patient started having symptoms again so narcan was provided a second time to resolve the symptoms. On saturday evening, the patient's pump was programmed to the lowest simple continuous dose which was 115.2mcg/day of fentanyl, 0.48mg/day of bupivacaine, and 0.48mg/day of morphine. The patient continued to have issues saturday night and overnight (same symptoms as above) into sunday even after the dosage was lowered. An ultrasound and computer tomography (CT) scan was conducted in an attempt to see if a pocket fill occurred. There were no results for the CT scan as there was artifact and the ultrasound showed a little fluid around the pump, but they could not see it clearly. It was elected to continue to monitor the patient and treat with narcan through sunday evening. The patient was taken off narcan sunday evening and the patient started to wake up and become more alert. Patient was then transferred out of the intensive care unit (ICU). The reservoir volume was checked and they pulled out what they expected and filled the pump with saline and programmed a bridge bolus to deliver the old remaining drug. They tried to access from the catheter access port (cap) but were not able to aspirate.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that as an intervention to resolve the inability to aspirate the catheter access port (cap) a dye study was performed. The cause of the inability to aspirate the cap was not determined. The patient¿s overdose symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.